Manufacturer narrative:
The involved disposable custom perfusion tubing set has been sent to sorin group USA for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group received a report of a leak from the "pronto" line of the customer perfusion tubing set, which resulted in approximately 2l of blood loss. The hospital reported that the patient had a stroke the day after the procedure and later expired. It is unknown if the stroke or death are related to the reported leak.